Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device failed to inflate, preceded by a sense of trickling fluid in the scrotum, sticking of the pump upon pressing and disappearance of the reservoir bulge sub muscularly which raised suspicion of device leakage. The device was explanted. It was reported that the issue was with the tubing, and that the connection (strain relief) between the right cylinder and the pump was cut. Additional information indicated the tube length was not adequate.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed a separation in the tubing of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating that sufficient stress was exerted on the site. Surface abrasion was noted on all pump tubes and exhaust tube of cylinder 2. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the strain relief/exhaust tubing junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.